Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure, there was an ultrasound problem during the quarters removal step. There was no error message. The procedure was completed with another system without harm to the patient.

Manufacturer narrative:
Additional information has been provided. The customer reported that the system had no ultrasound. The procedure was completed with another system without harm to the patient. The company service representative examined the system was not able to replicate the reported event. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).